Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the whisper guide wire was used in the heavily tortuous, moderately calcified distal right coronary artery (rca). Stents were unable to cross the rca, so the vessel was only treated with a balloon dilatation catheter (bdc). The patient was going to be referred for coronary artery bypass graft (CABG) surgery since the rca could not be stented. The bdc was removed without incident. When the guide wire was retracted, resistance was met, and the distal segment of the wire, the radiopaque part, separated and remained in the rca. Since it was already planned for the patient to go to surgery, no attempts were made to percutaneously remove the separated wire. CABG was performed in the rca, but the separated whisper wire was unable to be removed by the surgeon. User facility medwatch report received that states, while doing a coronary intervention, the tip of the wire broke off and lodged in the distal coronary artery. No additional information was provided.

Manufacturer narrative:
Internal file number (B)(4). The device was returned for analysis. The reported guide wire detachment was able to be confirmed with the analysis. The reported difficult to remove was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Manipulation of the device resulted in the reported/noted detachments (coil, core, coating). There is no indication of a product quality issue with respect to manufacture, design or labeling.